Manufacturer narrative:
Conclusion: product did not contribute to event. The complaint was reviewed and analysis showed no trend. The product was not returned. Evidence that product in specification when used.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. This event code is addressed in the package insert. This report will be updated when the investigation is complete.

Event description:
Allegedly revised to swap the poly insert.